Event description:
I am writing this letter concerning the zimmer nexgen in-growth/non-cemented high-flex femoral component for total knee arthroplasty. I did this type of knee arthroplasty for approximately two years and I have seen a 20% failure rate from my own practice with this implant. This implant is designed to have bony in-growth and/or on-growth to the component but since the component is made out of cobalt chrome instead of titanium or other biofriendly materials, we have seen a very high loosening rate with this component. I have had my own practice evaluated by independent physicians elsewhere and each agree that the technique for the surgery was done in accordance with current acceptable practices and that in all cases of loosening the surgery was done appropriately. Clearly there is a huge issue with these implants and I think the FDA should seriously consider removing this device from the marketplace. Zimmer continues to vehemently defend their position based on foreign studies with very low volumes and pt numbers. For example, the powers that be at the zimmer corporation will often the site the (B)(4) study as support for their implant; however, the (B)(4) study had very few implants of this design. Most of the study was concerning the high-flex cemented component rather than the high-flex non-cemented component. It is my understanding that the FDA is aware there is a problem with this implant. I am a board certified orthopaedic surgeon and I wish to add to whatever evidence you have supporting the fact that there are major problems with this implant and that it should be pulled from the market. If you would like further documentation such as x-rays showing how this fails and/or if you would like specific pt data, I would be happy to refer this on to you. I can tell you that in my own practice I have at least 20 of these in-growth high-flex zimmer implants that have failed, giving approximately a 20% failure rate.